Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately a week after implant the patient experienced chest pain and a possible site infection. The patient was given antibiotics and the implantable cardioverter defibrillator (ICD) system remains in use. No further patient complications have been reported as a result of this event.